Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that no problem was posed for the patient's condition or no additional procedure was performed. According to the physician, the patient was discharged from the facility. The returned subject guide wire was found curved for approximately 65mm to the distal end. The polymer jacket was stretched from approximately 10mm to the distal end and found detached for approximately 2mm to the distal end, exposing the coil wire. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was presumed that pulling force exceeding the product design limit was applied on the subject guide wire tip as a result of guide wire manipulation, while the subject guide wire tip was trapped by the calcified lesion. Consequently, the polymer jacket was stretched and detached. Although there was no indication of product deficiency, it was concluded that the possibility that the polymer fragment is remaining inside the patient anatomy cannot be completely denied. Instructions for use states that: [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, during a ppi to treat a heavily calcified (B)(4) stenotic lesion in the superficial femoral artery, the subject guide wire was tried to cross the lesion unsuccessfully. When the subject guide wire was retrieved from the anatomy, the polymer jacket was found detached. After the subject guide wire was replaced, the ppi was continued and a poba was performed. The lesion was stented and revascularization was completed.